Event description:
The patient reported that they had their device for pain in the low part of their back and legs. They had been in the hospital and had a bone scan for osteoporosis so they turned their device off. The patient had a history of osteoporosis. At the time of the report they could not get their device turned on and wanted to meet with a manufacturer representative. These issues had been going on for more than 3 months. The pain in the patient's low back and legs was getting worse. This had been going on for a long time and the patient took pain medication for this issue. The patient was implanted for spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.